Manufacturer narrative:
Investigation summary/conclusion: based on the available information, and in the absence of product return, the root cause of the reported event cannot be established. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead has not been returned for analysis. Therefore, the root cause of the reported error event cannot be confirmed. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range (oor) shock impedance during shock delivery. The patient had an episode of ventricular tachycardia (vt) that accelerated to ventricular fibrillation (vf) following a single burst of anti-tachycardia pacing (atp). The ICD then delivered one 41 joule shock after which the patient's rhythm deteriorated into a dual arrhythmia, vf and atrial fibrillation (af). Subsequently, a total of seven more 41 joule shocks were delivered as per programming; however, the vf was not converted. During delivery of these shocks the shock impedance was oor, and a code was triggered. The patient passed away due to the event. In the physician's opinion, the patient passed away due to their existing condition; however, the ICD system could not be ruled out as contributing to the event due to the high oor shock impedance.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range (oor) shock impedance during shock delivery. The patient had an episode of ventricular tachycardia (vt) that accelerated to ventricular fibrillation (vf) following a single burst of anti-tachycardia pacing (atp). The ICD then delivered one 41 joule shock after which the patient's rhythm deteriorated into a dual arrhythmia, vf and atrial fibrillation (af). Subsequently, a total of seven more 41 joule shocks were delivered as per programming; however, the vf was not converted. During delivery of these shocks the shock impedance was oor, and a code was triggered. The patient passed away due to the event. In the physician's opinion, the patient passed away due to their existing condition; however, the ICD system could not be ruled out as contributing to the event due to the high oor shock impedance.

Manufacturer narrative:
Investigation summary/conclusion: based on the available information, and in the absence of product return, the root cause of the reported event cannot be established. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead has not been returned for analysis. Therefore, the root cause of the reported error event cannot be confirmed. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.